Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the irrigating/aspirating (I/a) tip had a sharp ridge which caused a capsular tear during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
No single use curved I/a tip sample was returned for evaluation for the report of the tip having a sharp ridge, resulting in a capsular tear; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).